Manufacturer narrative:
Concomitant medical products: codes updated as received, the pipeline flex with shield embolization device was returned within the marksman catheter. The marksman catheter body found to be accordioned from the distal tip. The marksman catheter tip and marker were examined; and no damages were found. The marksman catheter was then tested by running an in-house mandrel through catheter tip and hub. The mandrel could pass through the catheter hub and tip; however, the resistance was observed at the damaged locations. No other anomalies were observed. Based on the device returned analysis and reported information, this event is procedure related event. The aneurysm ruptured during the procedure and patient died 2 days after. Cause of the aneurysm ruptured cannot be reliably determined. The flow diversion stuck in the catheter during advanced is not meet the criteria for a reportable event. Related MDR for this event: 2029214-2019-01213 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Hemorrhage and death are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). However, the exact cause of the reported event is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the pipeline flex with shield embolization procedure, the aneurysm ruptured. The patient did experience neurological deterioration and was transferred to the intensive care unit on ventilator support. The patient expired 2 days later. The patient was on dual antiplatelet treatment (dapt). This event occurred during the treatment of a giant, right carotid artery aneurysm, that was fusiform. The max diameter of 20mm and a neck of 10mm. The distal landing zone and the proximal were both 4mm. The vessel tortuosity was severe. The aneurysm was unruptured and was reported to have ruptured during the procedure. The pipeline was reported to have not exited the catheter when the aneurysm ruptured. The patient was reported to have expired 2 days later in the intensive care unit (ICU). The devices were reported to have been prepared and used per the instructions for use (IFU). Resistance was reported to have occurred during the advancement of the pipeline within the distal section of the marksman catheter. The catheter was flushed as per the IFU. The slack was release in the system, to resolve the issue, but this did not resolve the issue. There was no damage to the devices.